Manufacturer narrative:
This report is submitted on february 21, 2020.

Event description:
Per the surgeon, the patient experienced a loss of implant osseointegration on (B)(6) 2020. It is unknown if the patient has been re-implanted with another device.